Event description:
It was reported that part of the balloon material separated and remained on the artery. The pt was undergoing a procedure in the anterior tibial artery. Reportedly, the lesion was highly stenosed and calcified. The device was introduced over a 0.014"guidewire. There was no difficulty advancing the device through the introducer, over the guidewire or to the target lesion. The balloon was inflated to 6atm using an indeflator. However, the balloon would not fully deflate when negative pressure was applied. Reportedly, the physician made three attempts to deflate the balloon but it only partially deflated. The physician removed the balloon from the pt with difficulty, but some of the balloon material remained inside the iliac artery. Reportedly, the balloon did not catch in the lesion, stent or guidewire. No kinks were noted on the device. The physician used a snare to remove the balloon material. There was no impact or consequences to the pt. The pt's condition is stable.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is currently in progress.